Manufacturer narrative:
(B)(4): (seroma occurred): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure using mesh about one year ago. Three months ago, the patient had a reoperation due to seroma. Patient now has recurrent seromas. Patient has had drains placed. No further information is available.